Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported a false positive result when running the alinity m resp-4-plex assay. The customer stated they received a positive result on the alinity m resp-4-plex assay, which came in a series containing "many positive results", which prompted the customer to then take a closer look into the individual results. Additionally, for this sample, the result did not match patient history. The customer re-tested the sample on genexpert, where they received a negative result. Afterwards, customer decided to test again on alinity m, and obtained again a positive result, although with a large difference in cycle number. The molecular application specialist (mas) downloaded files and performed log analysis. Per the mas, the first analysis were good, with correctly shaped sigmoidal curves, and all values were within acceptable range. However, data could be consistent with shortage of amplification reagents. This same conclusion was drawn about the data from the second alinity run. Per the customer only results of the genexpert that were negative, were the ones given to the patient. Therefore there was no patient management impact caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the questioned run was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m resp-4-plex negative ctrl and positive ctrl). Patient sample ids (B)(6) were positive for sars-cov-2 and the internal control was within range. The assay software is performing as expected. There is no indication that the abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 514503 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 514503 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 514503. The CAPA review was performed to identify any records that were potentially related to the reported complaint for abbott alinity m rep-4-plex amp kit (list 09n79-90) lot 514503 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 514503 identified six additional complaints related to the reported issue for the abbott alinity m resp-4-plex amplification kit (list 09n79-90) lot 514503. Three tickets were independently investigated and no product deficiency was identified. Three other tickets have been elevated for investigation. Based on the results of the investigation elements, a product deficiency for the abbott alinity m resp-4-plex amp kit (list 09n79-90) lot 514503 was not identified.